Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "the illuminator fiber was not being recognized" (device operates differently than expected); "the issue may be operator error" (instruction for use issue). The customer reported the illuminator fiber was not being recognized by the system and the rings around the ports were not illuminated during the case. The customer called the company technical support specialist (tss). The tss advised the customer to eject the illuminator drawer and reinsert. The illuminator was then working. The customer then needed to change the gas bottle. After the gas bottle was exchanged, the infusion turned off. The system was rebooted and infusion came back on. The customer stated they have had several problems with the system and requested service for the system. Additional info received from the customer stated the issue may be operator error. The customer requested an in-service for the staff. The company sales representative completed an in-service with the staff. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed problem reported. The illuminator assembly was replaced and sent for in-house evaluation. The system was then tested and met all product specifications. The illuminator assembly has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).